Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated to our country representative in argentina that they had a vns pt with high lead impedance on their system and normal mode diagnostic testing. The test was performed twice. No surgery has been planned at this time. Good faith attempts are underway for further details about the reported event. The pt does not have a current physician in their hometown.